Manufacturer narrative:
A ge representative evaluated the system and repaired a pin in the lemo connector. The system operates as intended.

Event description:
The customer reported the system would not display a usable image. No patient injury was reported.